Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh). In early (B)(6), the patient's ldh was 1114 u/l. On (B)(6) 2015, the patient was placed on heparin. An echocardiogram completed on (B)(6) 2015 showed a mildly dilated left ventricle. On (B)(6) 2015, the patient's ldh decreased to 548 u/l. The patient was discharged home on (B)(6) 2015 with no signs or symptoms of hemolysis and the vad parameters were in normal ranges. The patient remained on coumadin.

Manufacturer narrative:
Approximate age of device: 11 months. A specific cause for the reported elevation in ldh and a correlation to the device cannot be conclusively determined. No product was available for investigation. The instructions for use lists hemolysis as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.